Event description:
It was reported that the device would not fire properly. They used a second device to complete the case with no pt consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that one el5ml device was returned with the advancer tip broken off. The instrument was cycled and it short fed the remaining clips due to the malformed clips, the trigger had to be manually assisted to re-open the jaws. As per the instructions for use: "prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the instrument shaft is past the end of the trocar cannula." Further in the warning section, the IFU contains the following warning, "do not excessively apply a side load to the jaws that would cause them to partially collapse and potentially result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the instrument." In addition, the orange indicator did not show up after the device locked up. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.